Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed in which the pump was removed and replaced. During the procedure, it was confirmed that there was a crack in the right cylinder connecting tube, the cause of the crack was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed in which the pump was removed and replaced. During the procedure, it was confirmed that there was a crack in the right cylinder connecting tube, the cause of the crack was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event.